Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir of the insulin pump had air bubble. The customer's blood glucose was 294 mg/dl at the time of incident. The customer was unable to successfully remove the air bubble. Troubleshooting was not performed and the device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to performed pre-fill test.